Event description:
The duett sealing device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced a cold leg and absent pulses. An angiogram confirmed an occlusion. Treatment consisted of a surgical thrombectomy and was successful. No further complications were reported.